Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had passed away.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had passed away.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had passed away.